Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
Report 17 of 35: it was reported that after centrifugation bd vacutainer® barricor¿ lh plasma blood collection tubes red cells on the top of barricor ball were still present. No patient impact was reported. The following information was provided by the initial reporter: customer states seeing red cells on the top of barricor ball. After spun at the correct speed and time.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event: report 17 of 40 it was reported that after centrifugation of bd vacutainer® barricor¿ lh plasma blood collection tubes, red cells were still present on top of the mechanical separator. No patient impact was reported. H.6. Investigation summary: lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for instrument issues relating to poor barrier separation. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 17 of 40 it was reported that after centrifugation of bd vacutainer® barricor¿ lh plasma blood collection tubes, red cells were still present on top of the mechanical separator. No patient impact was reported.